Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not working. It was also indicated that the fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate and had a low power alert during a procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.